Manufacturer narrative:
Patient age, corrected data: initial report inadvertently listed an incorrect patient age. Date of event, corrected data: initial report inadvertently listed an incorrect event date.

Event description:
It was reported that higher impedance was observed on a patient implanted with a m1000 generator. Further follow up with the physician confirmed that the patient has experienced no adverse events. The device history records of the generator was reviewed and passed final quality and functional specifications prior to release. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.